Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in coronary artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was fractured. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). The device was returned for analysis. Visual inspection revealed the sheath assembly was kinked; no damages or failures were observed on the catheter code pcba (ccp) board assembly or on the hub connector pins. Microscope inspection showed the guidewire exit port and the distal section of the tip were in good condition. Impedance testing revealed no issues, and image characterization testing showed a good square image appearing in the ilab system. Functional testing on the motor drive unit (mdu) and ilab system showed the catheter was properly recognized by the imaging system when plugged into the mdu, and no connection issues or errors were detected during testing. A test guidewire was inserted, and no resistance was noted while tracking it through the catheter. The catheter flushed normally when the telescope was fully retracted and fully advanced.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in coronary artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was fractured. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported.